Manufacturer narrative:
The investigation for the reported positioning issues has been completed. The pump was not returned for investigation. The data logs were reviewed and there was a "suction" alarm followed by a "position in aorta" alarm before the pump was explanted. No other abnormalities were observed. Therefore, the root cause of the positioning issue was not determined since the product was not returned and insufficient clinical information was provided and data logs were inconclusive. B.7 revised as this information was inadvertently omitted from manufacturer device report number 1220648-2024-10940. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2024-10940 and should not have been. H.6 code 3009 was reported incorrectly on manufacturer device report number 1220648-2024-10940. A new code has been added to medical device problem codes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 80-year-old female patient undergoing cardiac proceudre was implanted with an impella cp device for mechanical circulatory support. It was reported that the physician didn¿t like the position of the impella cp as it appeared to be in the aorta. Repositioning attempts were made but unsuccessful. The cp was removed and a new impella was placed. The patient is stable.